Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) felt like their therapy was not working at all on their right ins. Patient said they turned their therapy up, but they still had a little bit of tremor and sometimes the tremors can be violent. Patient informed they need assistance handling devices and he will have his mother call back so she can check to see if the therapy is on. The patient was redirected to their healthcare provider to further address the situation. Patient advised he feels comfortable knowing how to charge the external devices. Pt needs assistance handling devices and will be calling back with his mom for a refresher on checking to see if therapy is on as he informed his settings were transferred over. In a second call patient reported that right after surgery, they were in post op and patient was tremoring on their left side. Agent asked if patient felt the tremors were related to the dbs system and patient stated it felt like the therapy wasn't on or his right side ins was not working properly. Patient said they would turn the therapy on and notice no difference. Agent offered to walk patient through accessing the mydbs therapy app to check if both of their implants were turned on, but patient reported the connection kept timing off. Patient was able to connect to the left and right implant and confirmed therapy was on on both sides. Patient stated he will be meeting with local manufacturer representative (rep), later today at 4pm to assist with his tremors and help check his settings and dbs system. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had an appointment with healthcare provider on (B)(6).